Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with pump error 38 alarm during rewind. The pump was able to rewind completely after. Pump passed the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed rewind test due to pump error 38. Successfully downloaded history files and traces using thump. Pump error 38 alarm was found during testing due to evidence of moisture damage on the motor. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube). Pump error 38 confirmed in the during testing due to moisture damage on the motor. The pump did not pass the full drive test. Exposed to moisture confirmed on the pcba 1 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device was returned for analysis.